Event description:
It was reported when the device was used during a pneumonectomy procedure, it fired an incomplete staple line. The staple line was removed. The case was completed with no pt consequence.